Event description:
It was reported that at 85,193 joules while using the surgical fiber during a prostate procedure, the saline was observed to not have been flowing or draining through the fiber correctly. The procedure was completed using a second fiber. Outcome: "no injury to the patient." Gland volume: 70 ml. Time expended: 15:43 minutes.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-338b-(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; a section of the fiber distal to the fracture is missing; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char; the glass cap exhibits severe devitrification at the output window; there are white crystal deposits on the output window; the fiber was tested with the flow rate test according to work instruction 0137-0390rev. D; result was 0.37 ml/s; result is within acceptable criteria (saline flow rate at fiber = 0.3 ml/sec. According to specification, product requirements, moxy 0010-2400 ¿ 0137-0040rev.c); there was no evidence of leakage during the test; the inlet flow tubing and the luer lock do not show evidence of visual damage. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Due to anatomical/procedural factors encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.